Manufacturer narrative:
On 15/jul/2021, mentor received additional information about this event. The patient was also suffering from grade 3 capsular contracture bilaterally. The left-sided rupture was confirmed during surgery after previously being identified via MRI. However, the right-sided device was intact upon explantation. The coding has been updated appropriately in section h6. The patient received 375cc mentor memorygel breast implants as replacements, catalog # 3503751bc, s/ns (B)(6) (l) and (B)(6) (r). This report is for the patient's right-sided device. Reason for device explant and/or reoperation: suspected rupture, grade 3 capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, upon visual evaluation of the image provided in the complaint on (B)(6) 2021, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the device was returned to mentor for analysis. The product investigation was completed on (B)(6) 2021. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 375cc mentor memorygel breast implants and experienced bilateral rupture, a breast mass on the left side and breast pain on the right side postoperatively. The ruptures were confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.